Event description:
It was reported that the patient was still leaking quite a bit, had an odor in his urine, and he had pressure behind the base of the scrotum. A cystoscopy performed on the patient did not show if the urethra was fully coapted. However, numerous stones and calcifications were lining the prostate urethra preventing further examinations. The patient was diagnosed with dysuria and bladder stones. He will have a placement or revision scheduled soon.

Event description:
It was reported that the patient was still leaking quite a bit, had an odor in his urine, and he had pressure behind the base of the scrotum. A cystoscopy performed on the patient did not show if the urethra was fully coapted. However, numerous stones and calcifications were lining the prostate urethra preventing further examinations. The patient was diagnosed with dysuria and bladder stones. He will have a placement or revision scheduled soon. Additional information received. It was further reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the patient's device had a leak in an unknown location, which caused the device to quit working. All components were removed and replaced. The patient had a good outcome. The cuff was inadvertently thrown away, pump and balloon will be returned.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72404127. Serial number: n/a. Batch/ lot number: 897997004. Model/ catalog description: control pump fgs iz. Model number/ catalog number: 72400024. Serial number: n/a. Batch/ lot number: 891443011. Model/ catalog description: balloon fgs 61-70 cm. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Analysis of the returned pump and balloon did not confirm a product malfunction as the most probable cause of the reported events. The reported events could not be confirmed or substantiated through the product investigation based on the results of this investigation, no escalation is required. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was still leaking quite a bit, had an odor in his urine, and he had pressure behind the base of the scrotum. A cystoscopy performed on the patient did not show if the urethra was fully coapted. However, numerous stones and calcifications were lining the prostate urethra preventing further examinations. The patient was diagnosed with dysuria and bladder stones. He will have a placement or revision scheduled soon. It was further reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the patient's device had a leak in an unknown location, which caused the device to quit working. All components were removed and replaced. The patient had a good outcome. The cuff was inadvertently thrown away, pump and balloon will be returned.